Event description:
It was reported that, during a gyn procedure, the tissue pad separated and the generator made a steady tone. The tissue pad was found on the table. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.